Event description:
Per the clinic, the device was explanted on (B)(6) 2012. The reason for explantation was not reported. There are no plans to reimplant the patient with another device as of the date of this report, 9/18/2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted due to infection at implant site.this report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed on july 31, 2013.